Event description:
The reporter stated the surgeon inserted a 24.5 diopter aa4204vf silicone plate lens and the trailing haptic and optic were torn by the plunger. The incision was enlarged to remove the lens. A posterior chamber lens was implanted. The reporter stated it was felt the cause of the torn lens was the cartridge and injector plunger.